Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via email a potential low readings issue with the adc device which resulted in the customer becoming hospitalized with "near dka episode" (diabetic ketoacidosis). The reporter expressed concern that the sensor was reading low prior to hospitalization and caused the customer to self-treat with dosages of insulin which were not high enough, which resulted in the hyperglycemic episode. The customer's blood glucose was 13-25 mmol/l throughout hospital stay, with ketone levels around 2.8 mmol/l but "jumping sporadically". Information regarding treatment provided over hospitalization was not given. There was no report of death or permanent injury associated with this event.